Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section d and section g: there is no UDI or 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the pb560 ventilator generated an alarm and displayed a check exhalation valve, "overheating ," and low pressure message, and the unit's ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d UDI number added section h6 evaluation codes were updated due to the analysis of returned part result code (annex c) remove c19 and add c07 and c13 conclusion code (annex d) remove d14 and add d02 component code (annex g) remove g07003 and add g04051 h3 device evaluation summary: was updated due to analysis of returned part. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator generated an alarm and displayed a check exhalation valve, "overheating," and low pressure message, and the unit's ventilation stopped. The device was available for evaluation. Sservice personnel (sp) inspected the unit and confirmed the reported issue in the ventilator logs but could not reproduce the event. As a precaution, sp replaced the turbine and turbine control printed circuit board (pcb). Sp performed the preventive maintenance and passed all the required calibrations and tests as per manufacturer specifications at the time of service. One turbine control pcb was returned for further analysis. The returned turbine control pcb was visually inspected and functionally tested with no malfunction or product deficiency observed. One turbine was returned for further analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The turbine was attached to the failure investigation test ventilator for analysis. There was no air coming from the turbine confirming it to be faulty. If a failure of the turbine occurs while in use on a patient, the ventilator response would be a loss of ventilation (lov) to the patient. The cause of the event was isolated to a fault in the turbine. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section was updated due to device evaluation. Section evaluation codes updated due to device evaluation. Method remove b17 and add b01 result remove c20 and add c19 conclusion remove and add : device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator generated an alarm and displayed a check exhalation valve, "overheating," and low pressure message, and the unit's ventilation stopped. The device was available for evaluation. Service personnel (sp) inspected the unit and could not confirm or reproduce the reported event. As a precaution, sp replaced the turbine and turbine control printed circuit board (pcb). Sp performed preventive maintenance and unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The investigation found no fault with the device, as it was functioning normally. Further action was not required because the product tested within specifications and performed as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.